Event description:
This unsolved complaint that was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref. Recall #3006760724-04-06-2011-001r). Patient has been in and out of (B)(6) located in (B)(4) since (B)(6) 2011. Patient diagnosed with having diarrhea. Patient will be going to (B)(6) for testing to find out what's causing the reoccurrences of diarrhea. Patient sister wondering if her sister's diarrhea is associated with smith & nephew recall wipes. Patient developed pneumonia while in (B)(6).

Manufacturer narrative:
No product was returned by the customer. Other return samples of the reported lots 0k209 and 0h229 were analyzed by an independent test laboratory and met finished product specifications with no evidence of microbial contamination found. Batch records for the lots indicate all specifications were met at the time of release and no inconsistencies were noted. An independent medical review concluded there was no correlation between the reported symptoms and the use of uni-solve wipes.

Manufacturer narrative:
Active investigation in progress; investigation results will be provided in a supplement report. (B)(4).